Event description:
It was reported that during hospitalization, the patient had a stroke. This was a very small acute infarct in the left cerebellar hemisphere. Additional information was received from the one month follow-up that there was a neurological issue of right arm drift.

Event description:
During hospitalization, the pt had an acute infarct in the left cerebellar hemisphere. The relationship of this to the device is unk. An MRI of the brain showed a very new, small infarct of the left cerebellar hemisphere. An eeg was normal. The final diagnosis was minor, non-ipsilateral, ischemic stroke. The pt outcome was unchanged.